Event description:
Patient reported right side "no complaint against the device." Healthcare professional later reported "capsular contracture baker grade ii-iii." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Patient reported right side "no complaint against the device." Healthcare professional later reported "capsular contracture baker grade ii-iii." Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required . The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.